Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21074. It was reported the patient received ineffective and unintended stomach and lateral-side stimulation. X-rays did not reveal any anomalies. Follow-up identified the patient underwent surgical intervention on (B)(6) 2015, where one of the leads was repositioned and the other lead was explanted and replaced. The patient regained stimulation post-operatively. Since it is unknown which lead was explanted, an explant date has been provided for both leads.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.